Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) "inside of here moves around" and it was noted it was hitting her sciatic nerve. It was noted, it had been happening since implant.